Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The tip and balloon sections of the device were visually and microscopically examined and no damage was noted. A visual examination of the stent found damage to the first distal stent row with stent struts stretched distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon was tightly wrapped and was not subjected to positive pressure. No issues were noted along the hypotube, midshaft, inner or outer polymer extrusion. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 20jul2018. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 32 x 2.75 promus premier¿ stent was advanced but failed to cross the lesion. The procedure was completed with another 32 x 2.75 promus premier¿ stent. No known patient complications were reported and the patient status was stable. However, returned device analysis revealed distal stent damage.